Event description:
The pt has two leads implanted (from the same lot) as part of his ics system. It was reported, subsequent to an automobile accident, the pt's stimulation was changed. The sjm rep met with the pt and indicates low impedance readings. Reprogramming was only able to provide partial coverage. X-rays were ordered and surgical intervention may be taken at a later dat to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.